Event description:
It was reported a pump module was infusing metronidazole (100ml) for approximately 30 minutes when patient noticed air bubbles in the IV line. No alarm was noted. Patient pushed pause on the alaris pump to alert clinician . There was 5-10mls of medication remaining in the bag as well as the drip chamber. Patient reported "cold feeling" in central chest, dull pain, and difficulty taking a full breath. No emergency response was required. Patient was medically reviewed, increased observations, and ECG give. Peripheral IV was removed and reinserted in other arm, troponin levels drawn. All observations within normal limits, patient symptoms resolved approximately 30mins later. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a pump module was infusing metronidazole (100ml) for approximately 30 minutes when patient noticed air bubbles in the IV line. No alarm was noted. Patient pushed pause on the alaris pump to alert clinician . There was 5-10mls of medication remaining in the bag as well as the drip chamber. Patient reported "cold feeling" in central chest, dull pain, and difficulty taking a full breath. No emergency response was required. Patient was medically reviewed, increased observations, and ECG give. Peripheral IV was removed and reinserted in other arm, troponin levels drawn. All observations within normal limits, patient symptoms resolved approximately 30mins later. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information: device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, g, c and d codes. H3 other text : not applicable. Device evaluated by bd service.

Event description:
It was reported a pump module was infusing metronidazole (100ml) for approximately 30 minutes when patient noticed air bubbles in the IV line. No alarm was noted. Patient pushed pause on the alaris pump to alert clinician . There was 5-10mls of medication remaining in the bag as well as the drip chamber. Patient reported "cold feeling" in central chest, dull pain, and difficulty taking a full breath. No emergency response was required. Patient was medically reviewed, increased observations, and ECG give. Peripheral IV was removed and reinserted in other arm, troponin levels drawn. All observations within normal limits, patient symptoms resolved approximately 30mins later. There was patient involvement but no harm.